Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) bath of coulter ac*t diff 2 analyzer had overflowed a few milliliters of fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to adjust the waste drain tubing in valve vl12 (waste valve for wbc bath) and run startup. Customer reported the wbc bath drained properly after the adjustment of the tubing. Customer reported that they ran a patient sample and confirmed that the analyzer was within specifications. Customer reported that they verified quality control.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).